Event description:
Pt reported her blood glucose level has been increasing gradually over the last 25 days with no apparent reason. Pt stated she initially thought it was due to health problems but the boluses she delivered were not sufficient to correct her blood glucose level and the infusion device did not give any warning. Pt reported she met with her doctor who changed her basal rate profile. Pt stated she increased the amount of insulin but the problem persisted. Pt reported her average blood glucose value was about 280-330 mg/dl. Pt stated the highest her blood glucose level reached was 400 mg/dl. Pt reported she began changing the infusion set every day after a few days and the problem persisted. Pt stated there were no lifestyle changes. Pt reported when she went to bed her blood glucose level was 100 mg/dl and now she has never managed to get it under 150 mg/dl in the evening and at morning it was 390 mg/dl. Pt stated she removed the infusion device and used multi injection therapy and now her blood glucose level is back to normal. Pt reported the infusion device didn't signal any error. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.